Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broken tibial fb impactor 254401003 during tibial impaction tkr - no broken parts left behind - consignment instrument needs to be replaced asap.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for evaluation. Visual examination of the provided photograph confirmed the reported event. The impactor was broken into multiple pieces. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.